Event description:
It was reported that the patient received baclofen tablet for the treatment of spasticity at an unspecified dose since an unknown date in 2005. After starting the suspect drug, on an unspecified date, she received a baclofen injection on her bone marrow and then a pump was placed to supply baclofen intrathecal for spasticity at an unknown dose. The patient reported that four years before the initial report date, she had no medication and ¿she entered in a coma and was hospitalized¿ (coma). There was report that this involved or prolonged inpatient hospitalization. At the hospital, saline solution was administered. She was hospitalized for three days. Then, two years before the initial report, the pump was replaced for ¿one control by computer.¿ the patient outcome of this event was reported as complete recovered. Seriousness and causality were not provided. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).